Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the large suturecut needle driver instrument cable was frayed. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip close cable was found to be broken at the distal idler. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at wrist. Other cables at wrist were undamaged. No other damage was found.